Event description:
Pt received a reconstruction plate in (B) (6) 2009. X-ray on (B) (6) 2010 showed that the reconstruction plate had broken. Pt stated that they did nothing unreasonable to cause the break. The x-ray shows a large unfilled gap in the reconstruction, which is adjacent to the area where the plate broke (no other bone support or bone graft material present). The number of screws on each side of the gap differs. In one fragment, it appears the screw is "floating" and not well attached to the bone. No conclusion can be made at this time. No similar complaints have been received in the past year. There have been no nonconformance reports for this part over the past year. Pt was reoperated and a second reconstruction plate was placed. Pt is currently doing well.